Manufacturer narrative:
Of the twelve malfunctions, six lot numbers were reported and the lot history reviews were performed. The device were not returned for evaluation. However, medical records were provided and reviewed for the twelve malfunctions, six of which included medical images. The investigation for eleven malfunctions confirmed for patient device interaction problem. One malfunction was determined to be inconclusive. A root cause could not be determined. The devices are labeled for single use. (Lot number: gfsf2671, gfse4296, gfsd2035).

Event description:
This report summarizes twelve malfunctions. The information reviewed indicated that model rf320j vena cava filter allegedly experience patient device interaction problem. This information was received was various source. The malfunctions involved patients with no reported consequences. Nine patients were females and 2 were males, with ages ranging from 45 to 71 years of age. Patients weight ranged from 149lbs to 392lbs. No other patient information was provided.

Manufacturer narrative:
H10: out of the twelve malfunctions, six lot numbers were reported and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However, medical records were provided and reviewed for the twelve malfunctions, six of which included medical images. Of the 12 malfunctions with medical records, 7 malfunctions are confirmed for perforation, 4 confirmed for perforation but unconfirmed for tilt. One malfunction was determined to be inconclusive. The definitive root cause is unknown. The device is labeled for single use. H10: d4(lot number: gfsf2671, gfse4296, gfsd2035, unknown),

Event description:
This report summarizes twelve malfunctions. The information reviewed indicated that model rf320j vena cava filter allegedly experience patient device interaction problem. This information was received was various source. The malfunctions involved patients with no reported consequences. Nine patients were females and 2 were males, with ages ranging from 45 to 71 years of age. Patients weight ranged from 149lbs to 392lbs. No other patient information was provided.

Manufacturer narrative:
H10: of the reported twelve malfunctions, two were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2022-90007 and 2020394-2022-90012. H10: of the remaining ten malfunctions, lot numbers were provided for five malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for all ten malfunctions, additionally images were provided and reviewed for seven malfunctions. Therefore, for seven malfunctions, the investigation is confirmed for the reported perforation and for the remaining three malfunctions the investigation is confirmed for perforation, additionally it was determined to have and unconfirmed for malposition of device (a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(lot number: gfse4296, gfsd2035, unknown), g3. H11: b5, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicates that model rf320j vena cava filter allegedly experience perforation. This information was received from various sources. All ten malfunctions involved patient with no patient consequences. Of the ten patients, two were male and seven were female, nine patients age ranged from 45-71 years and four patients weighs in the range between 68-178 kgs. All other patient details were not provided.